Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep stated they are getting desired settings cannot be reached and wanted to know if the controller could be an issue. It was reviewed that the controller is not the cause of settings cannot be reached. An impedance check showed 700-2000 ohms range, except electrode 5 is at 40k ohms, but it's not being used in programming. The patient cannot increase their stimulation above 6.5ma. The programming is 300usec, 50hz, with two cathodes and 2 anodes. The rep said there appears to be a pattern of the patient being able to increase stimulation when sitting, however when she is standing she would get the cannot reach desired setting message. The rep will be monitoring since there is a pattern of positional stimulation adjustment issue. The patient noticed the issue since monday. No trauma, falls or anything memorable that would have caused this issue. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the issues was unknown. Reprogramming was done and did not improve the issue. The high impedance and not being able to increase the stimulation had not resolved at this time.